Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt. The investigation determined that lead resistance measurements were normal and passed the hipot testing, additionally, inspection showed no conduction issues. Therefore, the failure to capture, oversensing, noisy signal, high capture threshold allegations were not confirmed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough of the returned product, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that this right ventricular (rv) lead exhibited a loss of capture post implant resulting in the patient experiencing a syncopal episode. The patient was then scheduled for a lead repositioning procedure, however prior to the procedure it was noted that there was cross talk of atrial signals on the ventricular channel that could not be eliminated with programming changes. The lead repositioning was then performed. Post procedure the patient's heart rate was in the range of 30 beats per minute and capture thresholds increased to 5.0v. An x-ray was performed and there was no indication of lead dislodgement. The lead was subsequently explanted and replaced. This lead has not been received. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a loss of capture post implant resulting in the patient experiencing a syncopal episode. The patient was then scheduled for a lead repositioning procedure, however prior to the procedure it was noted that there was cross talk of atrial signals on the ventricular channel that could not be eliminated with programming changes. The lead repositioning was then performed. Post procedure the patient's heart rate was in the range of 30 beats per minute and capture thresholds increased to 5.0v. An x-ray was performed and there was no indication of lead dislodgement. The lead was subsequently explanted and replaced. This lead has not been received. No additional adverse patient effects were reported.